Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 occurred multiple times during the load process. The customer's blood glucose level was elevated; however, the exact value was not provided. Reportedly, the customer would use a backup pump for insulin delivery.